Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient was initially implanted with an unknown plate and four (4) unknown screws on an unknown date. Patient was later diagnosed with other congenital deformities of the hip, and underwent the removal of hip material and hip valgus osteotomy procedure on (B)(6) 2020. Patient was implanted with proximal fixation of 140° plate with 5 blocking screws. There were no complication. On (B)(6) 2020 there was reoperation (femur osteosynthesis) due to screws fracture. This report captures the event of hip material removal and calguzant osteotomy of the hip which was performed on (B)(6) 2020, while related complaint (B)(4) reports the event of (B)(6) 2020 where re-operation was done due to screws fracture and metallosis. This report is for one (1) unknown screw. This is report 2 of 5 for (B)(4).